Event description:
A trilogy evo ventilator was returned to the manufacturer for preventative maintenance service. There was no reported patient involvement. During the evaluation of the device at the manufacturer's service center, the ac power was not recognized during an operational check. The service technician states that the power supply was replaced to resolve the issue. Additionally, the flow sensor, blower assembly, blower cap, blower bellows seal, blower mount, blower chassis plate, blower chassis tubing, low flow o2 tubing, system printed circuit assembly (pca) tubing, fio2 tubing, muffler assembly, and outlet side panel were replaced due to observed dirt. The air inlet foam filter and particle filter were replaced for maintenance. Final testing, battery check, valve check, run in testing, and cleaning were performed. The unit operated properly. No further investigation is required.